Event description:
It was reported by svc report that the pt head-end left siderail panel was cracked. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked siderail panels.